Manufacturer narrative:
(B)(4).batch # t5c587 . Investigation summary: the analysis found that one plee60a device was returned with no apparent damage with a gst60b cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side partially fired 1/3 and the cartridge pan partially dislodged from left proximal side. Upon evaluation of the reload, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic roux-en-y procedure, on the third firing of the stapler, with blue reload, no buttressing material, the scrub tech felt a little resistance, but the doctor fired the stapler, anyway, and only the left side of the reload deployed staples, the right side didn't deploy staples. As this was the last firing and the side that was stapled was the side that needed to be stapled, no additional stapling was needed to complete the procedure. There were no patient consequences reported.